Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated during pd treatment she accidently tugged on her patient catheter line and now her catheter was leaking. The pd patient stated she stopped her treatment. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient¿s pd catheter had a hole which began leaking when the patient inadvertently tugged on her pd catheter line. The pdrn stated there were no reported malfunctions or issues with the patient¿s cycler and confirmed no fluid came into contact with the cycler. Per pdrn the patient¿s pd catheter was replaced as a result of the reported leak, and the patient was provided with 2 grams of vancomyin prophylaxis. Per pdrn the patient¿s effluent remained clear, and the patient was able to continue continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue. Per pdrn the sample was discarded and was no longer available to be returned for evaluation. The lot number was unknown.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient stated during pd treatment she accidently tugged on her patient catheter line and now her catheter was leaking. The pd patient stated she stopped her treatment. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient¿s pd catheter had a hole which began leaking when the patient inadvertently tugged on her pd catheter line. The pdrn stated there were no reported malfunctions or issues with the patient¿s cycler and confirmed no fluid came into contact with the cycler. Per pdrn the patient¿s pd catheter was replaced as a result of the reported leak, and the patient was provided with 2 grams of vancomycin prophylaxis. Per pdrn the patient¿s effluent remained clear, and the patient was able to continue continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue. Per pdrn the sample was discarded and was no longer available to be returned for evaluation. The lot number was unknown.